Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the heater wire clip of an rt235 infant dual heated with evaqua breathing circuit was retracted from the circuit end. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the inspiratory tube of the returned rt235 infant breathing circuit was visually inspected for a dislodged heater wire. Further observation and analysis were conducted based on a previous random sampling of product obtained from the production line. Results: the end of the heater wire is positioned inside the corrugated tube of the rt235 infant breathing circuit by a retainer clip. The end of the heater wire had unhooked from its retainer clip, causing a small retraction of the heater wire within the inspiratory tube. There are no obvious signs of damage to the inspiratory tube. Our random sampling test indicates that the retainer clip of a proportion of breathing circuits exhibit a slight tilt. It was further found that stretching of those tubes with a tilted retainer clip can cause the heater wire to unhook from its clip and allow the heater wire a small amount of retraction. A simulation set-up to replicate or cause the heater wire to detach from the retainer clip resulted in the heater wire not heating correctly with a corresponding drop in temperature. This in turn caused the humidifier to alarm. Conclusion: product specifications allow for a slight tilt of the retainer clip by 1 corrugation of the tube as this does not affect the function of the heater wire. Our user instructions contain a warning "do not stretch or milk the tubing." Fph was unable to identify any manufacturing or design flaws that could have contributed to the failure as reported. It is possible, however, that stretching the tube during handling can result in detachment of the heater wire from its clip. From the simulation, the respiratory humidifier will alarm to alert hospital staff. (B)(4).